Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have teflon pad damage. The teflon pad was torn at the distal end. There was material missing as a result. The missing piece was measuring approximately .0400" x .0725" . The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was observed to have a bent and damaged tip. The instrument was replaced and the procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip of instrument was bent but the distal part of instrument was not detached. The instrument was inspected prior to its use with no damage or out of ordinary to be observed. Surgeon was dissecting when the reported issue occurred. Surgeon could not clarify what caused the instrument to break. The instrument was used for about 1 hour prior to the occurrence of issue. The surgeon did not notice any issues with functionality of the instrument. The instrument did not collide with other tools or hard material during the procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.